Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 500 miu/ml. The repeat result was > 10000 miu/ml. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct as the patient is pregnant. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 32944601. The expiration date was not provided. Qc results were acceptable. There were no concerns with results for other patients tested for hcg + b that day. The customer stated there were no suspicious sample size issues and no alarm occurred during the event. Based on the limited information provided by the customer, the investigation did not identify a product problem. The cause of the event could not be determined.